Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that they were trying to start cooling patient and nurse stated that the arctic sun device needed water. Nurse could not locate a fill tube, so used suction tube line and syringe to fill device. Now device keeps alerting patient line open, and they could not get therapy to start. Mss had nurse to unplug fluid delivery line and plug back in securely. Mss verified valve on drain port appears to be closed and no water leaking and confirmed the device did take in water. The fluid delivery line was straight with no tears. The device would prime and then therapy would stop and could not get flow rate to generate. The system diagnostics showed outlet monitor temperature (t1) was 7.4c, outlet control temperature (t2) was 7.4c, inlet temperature (t3) was 13.2c, chiller temperature (t4) was 3.5c, water flow rate was 0 l/m, inlet pressure was -0.1psi, circulation pump command was 100 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 5, system hours were 593.5 and pump hours were 408.6 (pr# 6377461). Mss advised to send to biomed for evaluation.

Event description:
It was reported that they were trying to start cooling patient and nurse stated that the arctic sun device needed water. Nurse could not locate a fill tube, so used suction tube line and syringe to fill device. Now device keeps alerting patient line open, and they could not get therapy to start. Mss had nurse to unplug fluid delivery line and plug back in securely. Mss verified valve on drain port appears to be closed and no water leaking and confirmed the device did take in water. The fluid delivery line was straight with no tears. The device would prime and then therapy would stop and could not get flow rate to generate. The system diagnostics showed outlet monitor temperature (t1) was 7.4c, outlet control temperature (t2) was 7.4c, inlet temperature (t3) was 13.2c, chiller temperature (t4) was 3.5c, water flow rate was 0 l/m, inlet pressure was -0.1psi, circulation pump command was 100 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 5, system hours were 593.5 and pump hours were 408.6 . Mss advised to send to biomed for evaluation.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned